Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A caller reported on 2016-03-02 after speaking with an insurance agent whose father had a pain stimulator and experienced a loss of therapy. Their dad was having pain, and they revised his lead. It was not noted when this had occurred. As a result, they've been pain free for 15 plus years. The caller did not know the device information or date of occurrence.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.